Manufacturer narrative:
Corrected data: on initial medwatch report, it was incorrectly reported that the surgeon implanted a ks-3ai intraocular lens, 25.0 diopter, in the patient's left eye (os) on (B)(6) 2017. Per customer complaint questionaire after iol implantation surgery, section 3, reporter indicated lens was not implanted. Additionally, per email dated 04/04/2017, reporter confirmed there was no patient contact with this lens. (B)(4).

Manufacturer narrative:
Device evaluation: returned product evaluation found the lens returned stuck in cartridge. Visual inspection found plunger overridden and clear residue on device. Plunger overrode the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Two similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a ks-3ai intraocular lens, 25.0 diopter, in the patient's left eye (os) on (B)(6) 2017. The iol plunger went over iol optics , and no patient injury or event. As of the date of MDR submission, the lens was returned, has not been evaluated.